Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump. Customer declined troubleshoot for high blood glucose level. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in type of reportability with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in type of reportability with the initial report was incorrect. The correct information has been included with this report.